Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. The reported foot separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. The sutures of two new prostyles were successfully pre-placed; however, as there were concerns about the condition of the vessel, a cut down was performed. The two prostyle sutures were removed during the cut down. The sheath was upsized to a 22f sheath and the tavi was completed. After completion of the tavi, while performing suturing of the puncture site, a foot-like foreign object was visually confirmed inside the vessel. Upon inspection of the first prostyle device, it was noticed that the foot had separated. The foot from the first prostyle device that had separated was successfully removed from the patient anatomy, and suturing of the vessel and puncture site was completed without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.